Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that (B)(6) during the surgical intervention to replace the lead (reference MFR report# 1627487-2018-05632) the lead at vertebral level t11 was found broken. As a result, the lead was explanted and replaced. Effective stimulation was restored post-operatively. Replacement of the lead resolved the issue.